Event description:
It was reported that, post operative development of mechanically assisted crevice corrosion with adverse local soft issue reaction with tissue necrosis right hip.

Manufacturer narrative:
An eval of the reported devices cannot be performed as they were retained by the pt and were not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as mr# 2249697-2012-01470.